Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files and failure files from the date of event were reviewed and did not show any system notice messages. Bin files showed that at least 20 injections were performed with the catheter and also showed a temperature spike at 36 seconds into the second injection. There was no indication of product malfunction.

Event description:
Information received by medtronic indicated that, post cryoablation procedure, the patient had a deep penetrating esophageal ulcer requiring surgical intervention. Cryoablation procedure performed on (B)(6) 2014. A few days post procedure, the patient presented to ER with hemoptysis. Esophagogastroduodenoscopy (egd) performed on (B)(6) 2014: 1 x 2 cm round appearing deep ulcer in mid-esophagus at approximately 30 cm from incisors. Mild antral gastritis. CT angiography of the chest with IV contrast performed: increased esophageal wall thickening and infiltration of the adjacent peries ophageal fat. Bilateral pleural effusions. Patchy areas of atelectasis or pneumonitis. Hiatal hernia. The findings appeared to be somewhat asymmetric toward the right anteriorly without evidence of perforation or fistula. Oral contrast was given and no definite fistulization was shown. Surgical procedure performed on (B)(6) 2014: right thoracotomy with intercostal muscle flap repair of deep penetrating esophageal ulcer. Drainage of right pleural effusion. The back of the left atrium was inspected and although there was clearly injury to the left atrium, there was no full-thickness erosion and no suturing of the left atrium was required. Esophagram performed on (B)(6) 2014: single contrast gastrografin esophagram demonstrated no evidence of extravasation to suggest esophageal perforation. Mild esophageal dysmotility.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received by medtronic indicated that, post cryoablation procedure, the patient had a deep penetrating esophageal ulcer which required surgical consultation. Cryoablation procedure performed (B)(6) 2014. A few days post procedure, the patient presented to ER with hemoptysis. As per surgeon consult note on (B)(6) 2014, esophagogastroduodenoscopy (egd) noted 1 x 2 cm round appearing deep ulcer in mid-esophagus at approximately 30 cm from incisors. The findings appeared to be somewhat asymmetric toward the right anteriorly without evidence of perforation or fistula. CT of chest noted some wall thickening around the esophagus. Oral contrast was given and no definite fistulization was shown. As per surgeon's description of procedure on (B)(6) 2014, the back of the left atrium was inspected and although there was clearly injury to the left atrium, there was no full-thickness erosion and no suturing of the left atrium was required. Esophogram performed (B)(6) 2014; single contrast gastrografin esophageal demonstrated no evidence of extravasation to suggest esophageal perforation. Mild esophageal dysmotility.